Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the electric shock sensation was due to stimulation. There was no additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the patient felt a ¿zinging¿ from the device and an electric shock sensation due to stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having intermittent shocks. There were no listed interventions and they were listed to be recovering/resolving. No further complications were reported or anticipated.